Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported uncommanded vertical motion when utilizing the front gantry control panels. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander. The fse reported that pressing the down button on the front control panel would cause the table to travel upward. The fse evaluated the system error logs and found "command_button_stuck_error" notifications indicating that a gantry control panel button was stuck engaged. The customer was able to utilize the multi-function footswitch to successfully complete the procedure. The fse replaced the front left control panel to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer reported that when attempting to move the patient support of their philips ingenuity core CT system in any direction when utilizing the left hand (lh) front gantry control panel the patient support would only move up and in towards the gantry. The customer confirmed that motion initiated by the multi-function foot switch (mffs) was as expected, it was only the lh front gantry control panel controls that were not functioning as expected. The un-commanded motion would stop when the button was released and did not result in harm to a patient, operator, or bystander. The customer contacted philips customer support who recommended cleaning the mffs. The hospital biomedical engineer evaluated the system and cleaned the mffs. The hospital's biomedical engineer also attempted to open the gantry and clean the lh front gantry control panel buttons. In the process, the hospital's biomedical engineer damaged one of the movement buttons on the lh front gantry control panel and contacted philips service to order and replace the damaged lh front gantry control panel. As the mffs was functioning as expected, the customer used the mffs for movements of the patient support rather than the gantry control panel until it was replaced. On 09-jul-2015, a philips field service engineer (fse) attended the site and replaced the lh front gantry control panel that was damaged by the hospital's biomedical engineer. The fse's evaluation determined that the un-commanded motion of the patient support was the result of dust in the mffs and was not related to a malfunction of the lh front gantry control panel. The mffs was not replaced and the fse did not provide the system log files for further analysis. CT engineering evaluated this issue and determined that this reported event was of acceptable risk. Therefore, if this issue were to recur it would not be likely to cause death or serious injury. The following mitigations are in place: two, redundant monitors are controlling the motion. A collision calculation is done in each combination of vertical, horizontal, or tilt motion. Hw emergency stop button stops all the motions. Buttons test during initialization. Instructions in instruction for use to observe patient during all movements. When scan starts, the cirs checks for correct direction and that spiral motion does not stuck. Controllers software verifies that commanded motions are executed or a fault condition is assumed. Design ensures that there is motion during a scan procedure and is redundantly measured by examining both horizontal position encoders. The fse cleaned the dust from the mffs to resolve the issue. As the system log files and the mffs were not available for further analysis, CT engineering was unable to determine the root cause of this issue. The fse determined that the issue was the result of dust in the mffs. The fse cleaned the dust from the mffs to resolve the issue.